Event description:
It was reported that this right ventricular (rv) lead was explanted approximately two and a half years after implant due to a lack of slack which was the result of lead dislodgement. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received for further investigation.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately two and a half years after implant due to a lack of slack which was the result of lead dislodgement. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received for further investigation. This product was received at our post market quality assurance laboratory and thoroughly tested for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion about 560-580mm from the terminal pin. The proximal end of the distal coil is separated from the lead body insulation. There was noted deformed and extremely stretched coils near the tip due to the extracting stylet and explant related pulling. Also, the distal hv conductor was pulled to the point of fracture. In this case, we believe the stress and damage observed were caused at explant. Abrasion of lead insulation is considered a design issue, there were no issues noted due to the abrasion while implanted. The reported dislodgement was not likely the result of the lead damage observed by the laboratory.